Event description:
Customer reports protime inr results lower than lab reference instrument. No pt adverse event or negative outcome reported.

Manufacturer narrative:
Method and result: product return requested by manufacturer.